Event description:
Surgeon reported that a patient had an incisional hernia repair performed. At the time of the repair, it was noted that a previously implanted mesh was present. The patient then presented approximately two months post-op with an infection. The patient was returned to surgery. The mesh was excised as well as the previously implanted and unidentified mesh. The incisional site was debrided and then closed in layers. No further complications were reported.